Manufacturer narrative:
(B)(4). Date sent: 2/18/2016 information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
Received communication that a (B)(6) gyn customer inquired about the ptc pad on the enseal device. The customer recently experienced a hard time in finding ptc piece that fell off the device during surgery. The piece was found, but the inquiry was about the material of the ptc and if the ptc would interfere with other diagnostic systems, such as MRI when the ptc is left inside the body. No further information is known.

Manufacturer narrative:
(B)(4).received information from the international customer that the device had been reprocessed.